Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received user facility report mw5166001 stating: surgeon using the intuitive force bipolar, during this time, the jaw snapped and was unable to be closed. Due to this, it was not able to come out of the trocar. Trocar removed with instrument still attached. New trocar placed. Instrument sent for cleaning with note to send to the defective device team.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.60 mm. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument jaw snapped and was unable to close, had to retrieve the trocar to get it out. The customer reported event had no report of patient injury.